Event description:
Medtronic received a report that during delivery, a phenom 27 microcatheter encountered difficult navigation and a pipeline flex with shield technology stent encountered resistance in the distal shaft of the phenom 27 microcatheter and became stuck. The patient was undergoing surgery for treatment of an unruptured, saccular, left internal carotid posterior communicating (pcom) (ic-pc) aneurysm with a max diameter of 8 mm and a 6 mm neck diameter. The landing zone arterial diameter was 3.7 mm distally and 4.5 mm proximally. It was noted no abnormality was observed in the vessels of the aortic region; however, severe tortuosity was noted in the ic siphon, and considerable difficulty was encountered in advancing the phenom27. Internal carotid artery access vessel diameter was 5 mm. Dual antiplatelet treatment (dapt) was administered. The angiographic result post procedure was reported as no particular issues. A phenomplus, phenom27 (actual device), and chikai14 were inserted through the guidecatheter (fubuki 8fr), and the phenom27 was advanced to m1 with difficulty, although the phenomplus did not pass beyond the ca region. Delivery of the pipeline (actual device) was then initiated; however, very strong resistance was encountered, and considerable difficulty was experienced in advancing it. Eventually, advancement became completely impossible at approximately 90cm from the hub of the phenom27. The phenom27 was therefore withdrawn, and the pipeline was removed outside the body, but no abnormality was observed. Marked resistance was noted during removal. The catheter was replaced with a new phenom27, and the pipeline was changed to a 475-16, after which placement was completed successfully. No patient symptoms or complications were associated with this event. The reported device and any accessory devices were prepared, and the catheter was flushed, as indicated in the instructions for use (IFU). It was reported that the pipeline was used for an approved indication (on-label). A continuous heparinized saline flush was used during the procedure. The microcatheter was not pulled back to eliminate the slack to resolve the stuck condition. It was unknown if there was any damage to the pipeline pushwire or the catheter. Ancillary devices included fubuki 8f catheter, phenomplus catheter, chikai 14 and venture guidewires.

Manufacturer narrative:
Continuation of d10: phenom27 microcatheter model number: fg15160-0615-1s lot number: 233299321 d9 and h3: analysis results were not available at the time of this report as device has not been received at the analysis facility. A follow-up will be sent once analysis is complete medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.